Manufacturer narrative:
Additional information is provided in section d.4 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The sample has not been received; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that geriatric male patient during left eye cataract extraction with intra ocular lens (iol) implant surgery ophthalmic handpiece caused corneal burn with a constant occlusion alarm. The surgeon made a paracentesis incision at the 11 o'clock position with a new phacoemulsification hand piece. The surgeon was then able to remove the cataract and place an iol implant. And the wound was gapped with iris prolapse. The surgeon used a nylon suture to close the wound in an axial way and then followed by a mattress suture closed with nylon suture. Additional information indicated that the patient was slowly recovering. The stitches were still in his eye and he does not currently have vision out of that eye. The surgeon stated that it will take about three to four months to fully heal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.